Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data shows an abrupt increase for max rv pace = 480 to 2256 ohms peak between (B)(4) 2011 and (B)(4) 2011. Thirteen ventricular nonsustained tachycardia (nst) episodes of <=205 ms occurred on (B)(4) 2011 in the timeframe between 06:42:33 and 11:08:31. 4 ventricular fibrillation episodes of <=200 ms average v-cycle occurred between (B)(4) 2011 02:54:24 and (B)(4) 2011 07:46:48. Ventricular short interval count v-sic=194.8 counts avg/day, in 6.80 days, between (B)(4) 2011 16:26:05 and (B)(4) 2011 11:41:31.

Event description:
It was reported that the lead alert was triggered. The pace/sense portion of the lead had a sudden rise in impedance, which was also high and varying. Oversensing was also noted, and a fracture was suspected. The lead pace/sense portion of the lead was replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.